Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# l72772, implanted: (B)(6) 2000, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl via an implantable pump for chronic low back pain, non-malignant pain, and other non-malignant pain. The patient experienced withdrawal symptoms and a dye study revealed that the catheter was not patent. A rotor study was also done. There were no known issues except that the catheter was an older edition. The catheter and pump were replaced. As of (B)(6) 2016 the issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
The pump and catheter were returned to the manufacturer. Analysis of the catheter revealed no significant anomaly; dried drug, blood, or foreign material occlusion was noted regarding the catheter body. As per the pump¿s log, the following medications were being administered as of (B)(6) 2016: fentanyl with concentration 30.0 mg/ml at a dose rate of 16.124 mg/day, bupivacaine with concentration 10.0 mg/ml at a dose rate of 5.375 mg/day, and baclofen with concentration 100.0 mcg/ml at a dose rate of 53.75 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.